Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "unexpected receiver shutdown" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and failed. Receiver boot was performed and failed. Internal visual inspection was performed and passed. The performance data was not reviewed as the logs could not be downloaded due to the receiver not turning on. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.